Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, there was an incident that the patient fell down after the gastrostomy procedure, and it was suspected that force was applied to the gastrostomy catheter when the patient fell. On (B)(6) 2015, the patient experienced stomach pain when the peg tube was flushed with warm water. On (B)(6) 2015, CT scan was performed and it was found that the internal bolster migrated from the stomach to the abdominal cavity ¿surface of the liver.¿ surgery was performed to remove the peg tube and the original stoma site was closed. A new peg tube was placed at a different location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual examination of the device revealed that the feeding tube was cut apart near the 4.5 cm mark. The feeding port was open while the medication port and c-clamp were closed. The round external bolster was located at the 2 cm mark and was without issue. The proximal end of the feeding tube was cut at approximately 3 cm proximal the 15 cm mark and the tubing was twisted when the universal adaptor (y-port) was inserted. An examination of the dome found it to be properly formed and securely molded to the tubing. The molded dome was noted to be consistent in texture, shape and thickness to correctly manufactured devices. It was noted that the condition of the returned device could not be functionally evaluated with respect to bolster migration after placement in patient.. Bolster migration and malposition are listed as potential adverse events in the dfu. Based on all gathered information, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, there was an incident that the patient fell down after the gastrostomy procedure, and it was suspected that force was applied to the gastrostomy catheter when the patient fell. On (B)(6) 2015, the patient experienced stomach pain when the peg tube was flushed with warm water. On (B)(6) 2015, CT scan was performed and it was found that the internal bolster migrated from the stomach to the abdominal cavity "surface of the liver." Surgery was performed to remove the peg tube and the original stoma site was closed. A new peg tube was placed at a different location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine. Additional information received on october 16, 2015. The CT scan results confirmed that the patient had had pan-peritonitis.